Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the tip of the fiber was broken. It is likely that procedural conditions contributed to the broken fiber tip. Visual analysis also identified that the fiber jacket had burn marks; therefore, the reported clinical observations of a spark occurring at the fiber tip and the observed smoke at the connection between the debris shield and the fiber are confirmed. Prolong use of the device, a damaged blast shield or a misaligned aiming beam are possible factors that may have contributed to the reported observed burn marks in the connector. According to the device instructions for use (IFU), caution - the fiber face should be free of pits, scratches, discoloration, or debris. Using the device with such defects may destroy the device and damage the laser. Ensure that the fiber tip is visible through the operating scope. Inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device. Based on the available information, the event was able to be traced to a component failure.

Event description:
It was reported that during the procedure, the spark occurred at the tip of the fiber and the smoke was observed at the connection between the debris shield and the fiber. The fiber did not break outside, but the fiber inside has already broken. The procedure was completed with another fiber without patient complications. Analysis of the returned fiber identified a fiber tip break.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone, MFR contact first and last name, MFR email address. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the tip of the fiber was broken. It is likely that procedural conditions contributed to the broken fiber tip. Visual analysis also identified that the fiber jacket had burn marks; therefore, the reported clinical observations of a spark occurring at the fiber tip and the observed smoke at the connection between the debris shield and the fiber are confirmed. Prolong use of the device, a damaged blast shield or a misaligned aiming beam are possible factors that may have contributed to the reported observed burn marks in the connector. According to the device instructions for use (IFU), caution - the fiber face should be free of pits, scratches, discoloration, or debris. Using the device with such defects may destroy the device and damage the laser. Ensure that the fiber tip is visible through the operating scope. Inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device. Based on the available information, the event was able to be traced to a component failure.

Event description:
It was reported that during the procedure, the spark occurred at the tip of the fiber and the smoke was observed at the connection between the debris shield and the fiber. The fiber did not break outside, but the fiber inside has already broken. The procedure was completed with another fiber without patient complications. Analysis of the returned fiber identified a fiber tip break.